Event description:
The customer reported that the pulse (spo2) vitals trend is missing. The surgeon lost track of the patient's pulse rate before and after an operation. It was reported the patient's life will be affected. After checking through the vitals trend, it was identified the pulse under spo2 was missing. A configuration setting was done to add the pulse (spo2) into the vitals trend. After completion of the configuration, the pulse is now being shown in the vitals trend.

Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
The customer reported that the pulse (spo2) vitals trend is missing. The surgeon lost track of the patient's pulse rate before and after an operation. It was reported the patient's life will be affected. After checking through the vitals trend, it was identified the pulse under spo2 was missing. A configuration setting was done to add the pulse (spo2) into the vitals trend. After completion of the configuration, the pulse is now being shown in the vitals trend. Additional information was received that no actual patient was affected. Philips field service engineer (fse) went to the customer site. The engineer was able to confirm the product was functioning as intended. The device configuration did not permit the spo2 vital trend to display. The issue was resolved by performing a configuration change. After the configuration change the spo2 vital trend displayed on the device.